Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized while wearing the infusion set. On (B)(6) 2018, before going to bed, the patient changed the infusion set. The patient woke up on (B)(6) 2018 and experienced elevated blood glucose symptoms of feeling dizzy. The patient obtained a blood glucose result of 500 mg/dl at 6:00 am on his performa combo system. The patient's mother transported him to the hospital. The hospital treated the patient with insulin. At 10:00 am the patient received a blood glucose result of 300 mg/dl on the hospital's device. At the hospital it was determined that the cannula, which was inserted at the lower back, had pulled out of the body. The caller believes this accidentally occurred while the patient was sleeping, and not due to a product defect. A new infusion set was put on while in the hospital, and blood glucose levels decreased to 115 mg/dl. The patient was hospitalized for 1 day. The infusion set was not requested to be returned for product evaluation.